Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost effective therapy due to the implantable pulse generator becoming inoperable and reaching end of life. The device was explanted, and a new device was implanted. Therapy was restored. Patient was stable.